Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported difficult to advance appears to be related to patient morphology/pathology due to tortuous/flex vertebral body. The hypotension appears to be due to the difficulty advancing the device. Hypotension is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the patient was given a blood transfusion to treat the blood pressure. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted while advancing the steerable guide catheter (sgc), resistance was felt. Once in the left atrium (la), the patient blood pressure slowly decreased. To treat the blood pressure, the patient was given a blood transfusion. The procedure was continued, and one clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.